Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event.

Manufacturer narrative:
The product has not been returned for evaluation should new relevant information become available a supplemental report will be submitted.